Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient was experiencing discomfort at the ipg site due to the location of the ipg. Surgical intervention was undertaken and the ipg was relocated from the right side buttock to the left side.